Event description:
The customer complained of a discrepant low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was 1.87 miu/ml. This result was reported outside of the laboratory where it was questioned by the doctor. The repeat result was 833 miu/ml. The repeat result was believed to be correct. No adverse event occurred. The customer declined a service visit. Calibration was last performed on (B)(6) 2018. The calibration signals provided were slightly lower than expected. Qc results were acceptable. The sample tube size was not provided. The customer is not using rack adapters. Rack adapters need to be used. No issues were identified during a review of the alarm trace. The investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument or reagent issue were identified.